Event description:
It was reported that the atrial lead went from a consistent measurement of 300 to 400 ohms impedance from implant to last follow-up in november 2007 to 1200 to 1450 ohms. There were lower impedance measurements of 356 ohms when sensing unipolar ring to case. The lead would be replaced during an upcoming pulse generator change out.

Manufacturer narrative:
No medwatch form was received.